Event description:
MDR decision date: (B)(4). Serious injury alleged. Malfunction alleged. Provider states that hospice stated that during patient transport, the front caster locked up causing the lift to flip over. Allegedly, as a result, the patient broke a femur, became bed bound and died one week later. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.